Event description:
It was reported that a malfunction code occurred, identified as malfunction 9. There was no adverse impact to the customer¿s blood glucose level, with values remaining under 500 mg/dl. The customer received assistance from technical support in resetting the pump, and the issue was successfully resolved without recurrence. The customer was advised to continue using the pump and to reach out if the malfunction code reappears.